Event description:
Info received indicates the bed has no functions and no alarms.

Manufacturer narrative:
The facility's biomedical engineer found the f9 fuse was blown. The fuse was replaced to repair the bed.